Event description:
It was reported that the alaris pump module smartsite infusion set experienced leakage and component separation. The following information was provided by the initial reporter: customer response (B)(6)-2020: there were no adverse event(s) reported. Cat# 2426-0500 item# 212255 qty 1 ea description: set IV admin 20 gtt vlv 126 lf w check 3 port dehp after priming IV tubing and transporting flush bag to patient infusion chair, noted pump tubing became disconnected from tubing drip chamber, resulting in large amount of fluid being spilled onto floor; this could've been a much worse situation and a costly mishap if the bag would've contained chemotherapy or immunotherapy. Was there harm? -no no abnormal manipulation, severing , or pinching of tubing during the priming or transporting of the flush bag from the med room to the infusion room. Tubing simply became disconnected resulting in rapid loss of ivf to the floor. Tubing lot number (10)20043192; ref 2426-0500 bd alaris pump infusion set. Event date (mm/dd/yyy) (B)(6) 2020 is the event time known? Yes event time (hh:mm) 10:30

Manufacturer narrative:
The complaint of leakage was received from the customer. Due to no sample being sent the complaint could not be verified. A device history record review for model 2426-0500 lot number 20043192 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the alaris pump module smartsite infusion set experienced leakage and component separation. The following information was provided by the initial reporter: customer response (B)(6) 2020: there were no adverse event(s) reported. Cat# 2426-0500 item# 212255 qty 1 ea description: set IV admin 20 gtt vlv 126 lf w check 3 port dehp after priming IV tubing and transporting flush bag to patient infusion chair, noted pump tubing became disconnected from tubing drip chamber, resulting in large amount of fluid being spilled onto floor; this could've been a much worse situation and a costly mishap if the bag would've contained chemotherapy or immunotherapy. Was there harm? No. No abnormal manipulation, severing , or pinching of tubing during the priming or transporting of the flush bag from the med room to the infusion room. Tubing simply became disconnected resulting in rapid loss of ivf to the floor. Tubing lot number (10)20043192; ref 2426-0500 bd alaris pump infusion set. Event date (mm/dd/yyyy) (B)(6) 2020. Is the event time known? Yes. Event time (hh:mm) 10:30.